Event description:
The patient reported having severe pain and pain at the implantable neurostimulator (ins) site following a car accident on (B)(6) 2016. The patient mentioned going to the general emergency room. The day after the accident, the patient tried to increase stimulation due to the new pain, but noticed that they could not feel stimulation. It was indicated that the patient could always feel stimulation at 4.0v, but could barely feel stimulation at 6.0v after the accident. The patient was going to follow-up with the healthcare provider to check the ins. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient had notified their managing health care provider (hcp) about the pain at the ins site and lack of stimulation sensation following a car accident. The patient went to their appointment in (B)(6) and they tried to revise it, but it didn't work. The patient followed-up on (B)(6) 2016 to see, but it didn't work so surgery would be done on (B)(6) 2016. The patient had to get pain shots and pain medications to help them get through until their surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer reported that they had to replace her whole device on (B)(6) 2016 device because the wires had knocked loose from the car accident